Event description:
It was reported that the health care professional (hcp) called in to review the atr episodes and discussed that there could be some device sensing issue on this pacemaker. Upon further review, there was farfield oversensing. Technical services (ts) recommended programming options. This pacemaker device remains in service. No adverse patient effects were reported.